Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 367 mg/dl at morning, 496 mg/dl and 406 mg/dl. Customer had some difficulties with glucose meter and insulin pump glucose meter has not been able to send numbers to the insulin pump for some time has manually putting them in the insulin pump having difficulties with supplies and getting things to go in also was having high blood sugar. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.